Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was inside the sterile pouch. During un-packaging of a 2.1mm jetstream xc atherectomy catheter, the physician noticed an insect inside the sterile packaging. The device was not used in the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was inside the sterile pouch. During unpackaging of a 2.1mm jetstream xc atherectomy catheter, the physician noticed an insect inside the sterile packaging. The device was not used in the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter in the opened sterile pouch. No tray was returned. The sterile pouch was visually inspected. Inspection of the device showed no damage. Upon return of the device the sterile pouch was opened and inspected inside for any fm the customer witnessed. It was noticed on a piece of gauze a small piece of fm was noticed. Upon microscopic evaluation it was noticed that the fm was an insect wing. Further evaluation of the pouch showed another small piece of fm. This time the body of the insect was noticed. No other pieces were noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign matter was inside the sterile pouch. During unpackaging of a 2.1mm jetstream xc atherectomy catheter, the physician noticed an insect inside the sterile packaging. The device was not used in the procedure.